Event description:
While removing four wisdom teeth, the elevator tip fractured and became lodged in the surgery site. The fracture went unnoticed until the work space was cleaned. Patient had an x-ray taken where the fractured tip was located. Patient was allowed one week to heal from original surgery adn then, using suction, doctor removed the tip. Patient is doing well.